Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: visual analysis of the photos identified red particle and tissue materials on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported right side seroma. Biopsy result was negative. Device has been explanted.